Event description:
The user of a xe-5000 automated hematology analyzers (serial number (B)(4)) reported that based on erroneous low hgb result of 8.4g/dl, patient with sample ID (sid) (B)(6) was unnecessarily transfused, with two units of packed rbcs. Sid (B)(6) was analyzed on (B)(6) at 07:43 using the automatic mode; therefore, the sample's barcode was read by the analyzer's internal barcode reader. The operator reran the same sample at 07:48 using the manual mode; the sid was entered by the operator. According to the host's log the operator incorrectly modified sid (B)(6); because the operator modified the sid the wrong results transmitted to sid (B)(6); thus, the wrong results reported out of the laboratory. The only results submitted for sid (B)(6) was run on (B)(6) and a hgb result of 12g/dl was obtained; it is unknown if there are any other results for this patient. No known adverse effect to the patient was reported. Both patients had been admitted to the hospital prior to the unnecessary transfusion; patients' diagnosis and/ or conditions are unknown.

Manufacturer narrative:
This event is being reported on the basis that incorrect results led to a patient receiving an unnecessary transfusion, carrying with it the risks involved with receiving blood products: transfusion reaction, development of antibodies, etc. The host log for the events on (B)(6) 2014 from the host computer shows sid (B)(6) was not received for testing until 07:54; therefore, there were no results for sid (B)(6) at the times sid (B)(6) was analyzed and repeated. The user confirmed the event was due to an operator error. The user reported that they worked with their quality assurance department to implement the following changes to help eliminate this from happening in the future: they will restrict the ability of the operator to edit sample ids. Each operator will be assigned their own log on. Eac operator will complete their own work; there was a handoff situation with his scenario.